Event description:
When surgeon depressed coag, pencil remained on. No pt injury.

Manufacturer narrative:
Evaluation summary: the actual device was returned and examined. Testing duplicated the problem. The cause of this problem is not known. This correction is being submitted due to a clerical error.